Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to inadequate range of motion due to improper selection or positioning of component, periarticular calcification, flex contracture. Ae serial # (B)(4).

Manufacturer narrative:
After the initial report it was determined that this report is a duplicate of MDR #3010536692-2018-00104. Please void the initial report.